Event description:
It was reported the display was fuzzy. The case was also damaged and a screw was missing. The device was returned for service. There was no patient involvement. It was further reported the device had been dropped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) it was confirmed that the lcd display is out of specification. Upper case is dented, upper and lower cases are corroded, and 5 case screws are missing. Battery release, printed circuit board screws, heart wire contacts, and battery drawer are contaminated. One bail cover is missing and one is glued to the case. Ring cover, ring bail, and side bails are missing. Lead flex cover, battery flex, heart lead flex, and main printed circuit board are corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4) it was confirmed that the lcd display is out of specification. Upper case is dented, upper and lower cases are corroded, and 5 case screws are missing. Battery release, printed circuit board screws, heart wire contacts, and battery drawer are contaminated. One bail cover is missing and one is glued to the case. Ring cover, ring bail, and side bails are missing. Lead flex cover, battery flex, heart lead flex, and main printed circuit board are corroded. Battery contacts are compressed and keyboard is scratched.